Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited a high out of range shock impedance measurement. This lead will continue to be monitored. No adverse patient effects were reported.